Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, the device started cutting tissue poorly. New device was used to continue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The instrument registered a mechanical fault. The instrument was disassembled; a crack was noticed in the proximal portion of the probe shaft. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cracked probe shaft may occur when the probe shaft makes contact with the out tube while the system was energized. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.